Event description:
Baxter global affiliate reported a possible overfill of solution using the homechoice cylcer for apd therapy. Global affiliate reported that the home patient (hp) felt full, as if overfilled, after receiving the fill volume during apd therapy. The device was programmed to deliver 2500mls fills iwth the last fill volume of 2000mls. The hp reported that after receiving the fill they performed a manual capd drain, however, the volume of fluid manually drained was not specified. According to the global affiliate, there was no patient injury or medical intervention.